Event description:
Independent repair center customer alleged unit is alarming or red light and the key failure is the pilot valve for the manifold is contaminated. Additional malfunctions include the power switch for the control have a short circuit.